Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered anti-tachycardia pacing (atp) twice and a 41j shock; therapy appeared to be appropriate. However, the atp accelerated the arrhythmia, and the 41j shock converted the arrhythmia. This device remains in service. No additional adverse patient effects were reported.